Event description:
This lead was implanted on (B)(6) 2011 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital call to technical services on 1/1 6/2013 9:24:08 am states that patient went in for right and left heart catheterization last week. The atrial lead was knocked out at that time so repositioned yesterday and is now working fine. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).